Manufacturer narrative:
This report is filed june 27, 2016. This report is submitted by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : device not received by manufacturer.

Event description:
Per the clinic, the device extruded through the skin flap (date not reported). Subsequently, the device was explanted on (B)(6) 2016. There are currently no plans to reimplant the patient with a new device, as of the date of this report.